Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power loss alarm. The blood glucose level was 6.9 mmol/l at the time of the incident. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The troubleshooting was performed. Customer had received multiple power loss alarms when batteries are out of the pump less than 10 minutes. The insulin pump will be returned for analysis.